Event description:
It was reported that there was an alert on this cardiac resynchronization therapy defibrillator (crt-d) system for the right ventricular (rv) lead shock impedance being out of range. Technical services (ts) analyzed device data and found that the shock impedance value was 125 ohms. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Event description:
It was reported that there was an alert on this cardiac resynchronization therapy defibrillator (crt-d) system for the right ventricular (rv) lead shock impedance being out of range. Technical services (ts) analyzed device data and found that the shock impedance value was 125 ohms. No adverse patient effects were reported. Currently, this crt-d system remains in service. According to additional information, the shock lead impedance of this lead continued to rise with measurements above 150 ohms. Ts recommended lead replacement. Tachycardia therapy was turned off due to the out of range impedances and the patient sent home with a life vest. Subsequently, this lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.